Manufacturer narrative:
Investigation summary: no physical samples were received; the investigation was performed based on the image(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. The complaint could not be confirmed hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that prior to use the plunger cap is discovered to be broken and sterility is compromised with a bd syringe 0.5ml 31ga 6mm 10 bag. The following information was established from photo sent from initial reporter: broken, loose plunger cap is observed in picture.